Event description:
Home pt reports discomfort in shoulders believed to be a result of excess air. Per rn, no medical intervention was required and no pt injury resulted from incident. Rn states home pt is new to dialysis and has a dry day. Rn states she suspects home pt may not have primed pt line properly at initiation of treatment.